Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The investigation of the returned coil system found the implant severely stretched and stuck inside the returned microcatheter. The returned microcatheter was found damaged 3cm from the distal end. The damage creates a decrease in inner diameter, which would cause increased resistance/friction during retraction. The investigation determined the separation of the implant is consistent with the implant becoming stuck and then experiencing retraction forces that exceeded the strength of the monofilament. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during a splenic embolization case, an embolization coil implant unexpectedly detached from the delivery pusher during advancement out of the microcatehter. The coil was removed in its entirety along with the microcatheter. There was no reported patient injury or intervention.